Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer also stated that they had low blood glucose of 42 mg/dl. The customer treated the low blood glucose with juice, candy and glucose tabs. The customer stated that the insulin pump had numerous threshold suspend alarms. The customer stated that they received high alarms. The sensor will not be returned for analysis.